Manufacturer narrative:
(B) (4) - wound dehiscence. Conclusion: the product upon which this medwatch is based has been received; however, the product eval is not yet complete. Any further info derived from the eval will be submitted in a supplemental 3500a form.

Event description:
It was reported that a pt underwent an excision of a recurrent nevus on a pt's back on (B) (6) 2010. On (B) (6) 2010, the pt returned for suture removal suture. At that time there was some central superficial dehiscence and crusting noted. The pt denied any heavy lifting or stretching that may have contributed to the dehiscence. The surgeon began the pt on keflex for one week in order to prevent infection. He returned again on (B) (6) 2010 where a total dehiscence of the wound was noted. He again reported that he had been quite careful with the wound and was not exactly sure what had happened. The surgeon continued him of keflex for another month and asked him to use biafine gel to aid in the healing process. The pt returned on (B) (6) 2010 where the wound appeared to be healing slowly.